Event description:
During a ptca procedure involving a lesion in an unspecified coronary artery, the bio ranger balloon ruptured at unknown atm's. No patient complications were reported. Patient status is listed "good". No additional information is available.